Manufacturer narrative:
The event date was approximated to january 1, 2017, as it was reported that the mesh was implanted in 2017 and the patient experienced the symptoms since she had the mesh procedure in 2017. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The implant date was approximated to (B)(6) 2017, as it was reported that the mesh was implanted in 2017. No specific implant date was reported. Additional contacts: the physician who implanted the mesh in 2017 was dr. (B)(6) and the physician who removed the mesh in 2018 was dr. (B)(6). (B)(4). The removed mesh has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc mesh was implanted during a mesh procedure performed in 2017. According to the complainant, the patient underwent a mesh procedure to repair a failed hysterectomy that was performed in 2013. The hysterectomy had caused the patient a bowel hernia, severe infection, and nerve damage. However, right after the mesh implantation in 2017, the patient had an extremely painful mesh erosion that reportedly "poisoned" her and made her hair fall out. The mesh had caused the patient life-changing damages. She was in terrible agony, as she couldn't walk and move. The patient also felt like she had a cheese grater inside her. Moreover, the painful symptoms from the hysterectomy never got better so the patient had the mesh removed. The mesh was then removed by another physician in 2018. However, this made matters worse. The patient reports that she now has a clitoral nerve damage and she can no longer have sexual intercourse because of her severe scarring. The patient currently wears an incontinence pants due to worsening incontinence that has resulted in the breakdown of her marriage.